Event description:
End user was walking in home and fell. Patient was alone and several descriptions of event have been given and are unclear. Walker has broken frame. Patient incurred bruises but no cuts or medical attention was given.